Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: right uterus') and genital haemorrhage ('general abnormal bleeding/abnormal bleeding(general)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Concomitant products included intrauterine contraceptive device (iud nos). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced perineal pain ("perineal pain"). In (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes describe: hormonal imbalance"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of essure. On (B)(6) 2018, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and flank pain ("pain in right side") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomies, fulguration of endometriosis and ablation on (B)(6) 2013). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, hormone level abnormal, endometriosis and perineal pain had resolved, the weight decreased outcome was unknown and the weight increased and flank pain was resolving. The reporter considered abdominal pain, device expulsion, endometriosis, flank pain, genital haemorrhage, hormone level abnormal, pelvic pain, perineal pain, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, genital bleeding, migration. Current weight: (B)(6) lbs. 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury nos was replaced with pelvic pain, abdominal pain, genital bleeding, weight loss. Essure removal date and procedure was added. Laboratory data was added. On 20-sep-2019: pfs received. Events per pfs: hormonal changes describe: hormonal imbalance, migration of essure device location of device: right uterus (clubbed with previously reported event), weight gain, endometriosis, pain in right side. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available for our investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.